Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a longitudinally aligned split was observed in the catheter tubing near the distal end of the metal cannula of the proximal connector piece. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). Varying fracture edge with a bulge in the center. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a leak was found in the external blue catheter part of the patient that had been implanted for about a month. There was no reported patient injury. Additional information 7/4/2024: checked the appearance of the actual catheter and confirmed that no oversleeve was used. Confirmed that the catheter was broken from the tip, end point of the stainless steel part.

Event description:
It was reported that a leak was found in the external blue catheter part of the patient that had been implanted for about a month. There was no reported patient injury. Additional information on 7/4/2024: checked the appearance of the actual catheter and confirmed that no over-sleeve was used. Confirmed that the catheter was broken from the tip, end point of the stainless-steel part.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.